Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's left ventricular (lv) lead was explanted due to infection. The patient was stable throughout the procedure. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153242.